Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. It was found the that the cable was detached, which affected the function. Also found; the elevator channel inlet plus was loose and leaking, the forceps cover glue was peeling, the glue on the cover was chipped, the name plate for the cover was missing, and the scope connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the switch buttons did not work properly on the evis exera ii ultrasound gastrovideoscope. No patient harm reported.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause was an excessive force applied during procedure or reprocess. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.